Manufacturer narrative:
The cartridge was returned inside the opened pouch, that had been taped closed. Viscoelastic was observed dried in the cartridge. The cartridge nozzle was stressed on the anterior and cracked on the lower right side. The crack extended into the thinner tip material, creating an aneursym that has split. The split extended along the lower right side throughout the tip. The tip has heavy stress. The cartridge has evidence of being placed into a handpiece. An iol product identification label had been affixed to the clear side of the pouch. Event date, patient initials, birthdate, doctor initial, and cartridge info was also handwritten on the pouch. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed. And documentation, indicates the product met release criteria. The customer indicated, the use of a qualified 22.5 diopter lens, handpiece and viscoelastic. The root cause for the reported event cannot be determined. Qualified associated products were used. Extreme damage was observed. The damage along the right side of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The damage extended into the thinner material of the tip. The two distinct areas of damage would, indicate a progressive change that, occurred as the lens was advanced. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in pt sex. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicates the product met release criteria. The iol product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There are 6 other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that during an intraocular lens (iol) implant procedure, the tip of the cartridge split as the lens was being ejected out. The surgeon was able to pull the cartridge out of the eye with the lens still partially sticking out. The iol was removed without any damage. The lens was reloaded into another cartridge and implanted successfully. Additional information was requested.